Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was stuck in motor error alarm loop. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. Unable to review and confirm motor position encoder error alarm due to corrupted history files. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
Customer reported a motor error during a bolus/basal delivery. The customer did not expose the insulin pump to a high magnetic field. The alarm history also showed a motion sensor test failure alarm had occured. Customer was advised to disconnect from the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.